Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had not received yearly preventative maintenance and appears to not have been serviced since it was built in 2012. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was "out of flow rate tolerance" when tested in their facility. There was no indication that the pump was infusing at a rate that mmdg would consider reportable. When the pump was returned to mmdg for investigation, it did infuse outside the range that mmdg considers reportable. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).